Event description:
Tmj implant total joint replacement in (B)(6). Chromium. Cobalt molyb. Used in left side of jaw. Major ongoing medical problems including inflammation throughout body. Severe pain, and bone loss in area. Severe pain in neck, fatigue, left eye problem, feeling of illness constantly. Fifth surgery after having had a vitek implant after a basketball injury to jaw. Numerous problems following that first surgery. Corrective surgeries performed over years. Questions of metal allergies without determination. Family doctors do not want to be involved. Neurologist says not enough info on subject. No remaining surgeries that they can do to decrease pain, bone loss, and other devastating physical problems. Disability in questions due to little updated info on these implants.